Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via medwatch mw5074665. It was reported that the filterwire basket detached from the wire. During a cardiac catheterization procedure, upon removal of the 2.25mm-3.5mm 190cm filterwire ez¿ the filter basket detached from the wire. Intervention was required as a result of the detached filter basket. No further patient complications were reported.